Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in germany. A livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 1 is blocked (e07), and both the patient circuits were not running. The issue occurred during procedure. There is no report of patient injury.

Manufacturer narrative:
H11: the field service engineer was dispatched to the customer site and confirmed the reported e7 error code. Upon technical evaluation, the stirring mechanism was found to be nonfunctional due to a failure of the stirrer motor. The stirrer motor was replaced, after which all functional and safety checks were performed in accordance with service procedures. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that no previous similar event has been identified since. Based on the investigation findings, the root cause of the reported event has been attributed to a jammed stirrer motor likely due to the wear of the component in contribution with the action of disinfectants during disinfection procedures and environmental condition in which the component was working, as high temperatures, humidity, and condensation. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.